Event description:
It was reported that this right ventricular lead was intermittently exhibiting high capture threshold measurements. Subsequently, the lead was surgically abandoned, and a new lead was successfully placed. No additional adverse patient effects were reported.